Manufacturer narrative:
The customer did not provide patient demographics for age, date of birth, sex or weight. On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and found the vertical probe position sensor was loose allowing the probe to move to different depths during sample dispense into the baths. On the samples that showed the anomaly the probe would stay too high, not allowing the diluent stream in the hemoglobin/first dilution bath to pick the sample off of the aspirate probe. That sample would be added to the sample going into the white blood cell (wbc) bath more than doubling the sample. The effect was a very high wbc count and a hemoglobin, red blood cell (rbc), and hematocrit results of 0.00. Most samples ran correctly. The fse was able to reproduce the anomaly about one time in three. To resolve this issue the vertical sensor was tightened and probe and traverse position adjustments were performed. The fse ran and verified over 50 samples with no erroneous results. The repair was verified and the system was validated.

Event description:
The customer reported erroneous high results for the white blood cell (wbc) parameter were generated for one patient sample when using the coulter act 5 diff cap pierce (cp). The erroneous high test results were reported out of the laboratory. The physician questioned the results and the sample was sent to a reference laboratory. Lower results, considered to be correct, were obtained by the reference laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death, injury or affect to user or patient treatment.